Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) was returned for investigation. Visual inspection of the as returned product identified a complete fracture on the threads of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The patient is reported to be a smoker and clencher. The reported device was located on tooth # 13 and was used for 1 year 1 month. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported a fracture of the dental implant. The reported device was returned and the reported complaint is confirmed as a fracture was identified on the reported device during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d4: expiration date, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Address unknown / not provided.

Event description:
It was reported that the implant fractured.